Event description:
The hospital reported that, during a laser ablation of an endobronchial tumor (lung cancer) case, a fire occurred. The patient reportedly sustained burns to the bronchial/trachea area. The patient was transferred to another facility and subsequently died. There is no allegation that the anesthesia machine malfunctioned. Ge healthcare service representatives performed a checkout of the anesthesia machine and found it to function within manufacturer's specifications.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The customer reported to ge healthcare that the root cause of the fire was traced to a non-ge piece of equipment. A gehc service representative performed a checkout of the ge equipment and found it to function within manufacturer's specifications.